Event description:
It was reported the patient's implantable cardiac monitor was observed to be protruding from the pocket two weeks following implant. The device was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.